Manufacturer narrative:
(B)(4). Report source - foreign: event occurred in (B)(6). Report source; other. Event was originally reported to the (B)(6) by the user facility. Reference report code: (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device evaluated by manufacturer? Not returned to manufacturer

Event description:
It was reported the patient was revised to address screw fracture 8 months post primary implantation. No further information is available at the time of this reporting.

Event description:
It was determined this event did not occur and was inadvertently reported in error. Please void this submission.

Manufacturer narrative:
It was determined this event did not occur and was inadvertently reported in error. Please void this submission.